Manufacturer narrative:
The reported field event of reset and capacitor charge timeout were confirmed. The reported sensing anomaly could not be confirmed. Analysis was unable to replicate the capacitor charge timeout. The device had reached end of service (eos) upon receipt, a field session record taken just prior to backup shows that this was due to the excessive high voltage (hv) charging in a short period of time which loaded the battery voltage down. Longevity calculation showed battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) was found in backup vvi mode due to long charge times during an incorrectly interpreted atrial fibrillation with rapid ventricular response (rvr) episode. The device was almost at elective replacement indicator (eri) and lost high voltage therapy after the charge attempts. The ICD was explanted and replaced. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2021-30132. New information: the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.